Event description:
It was reported that the patient's ipg reached end of life, it is unknown if this occurred prematurely. The patient experienced ineffective therapy due to both of the l1 leads and the l4 lead migrating. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the ipg and leads were explanted and replaced.

Manufacturer narrative:
The date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.